Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to the hospital for ¿10 days after the discovery of intrahepatic space¿ and underwent ultrasound-guided microwave ablation of hepatic lesions under general anesthesia on (B)(6) 2026, with a closed venous cannula in the right upper extremity, which was performed without incident. He returned to the ward after the operation, and there was no abnormality in the infusion treatment process. At 18:00 on the same day, when the nursing staff inspected, the infusion status was still normal; at 19:00, after the infusion was completed, it was found that the prn cannula was loosened, and it was seen that the medicinal liquid was mixed with blood, and the amount of bleeding was about 40 ml. Nursing staff immediately removed the needle, and applied pressure to the puncture site to stop the bleeding, and at the same time, they measured the patient's vital signs, which showed that they were stable; however, the patient complained of fatigue, accompanied by darkness haze, and his vital signs were still stable when he was retested.